Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is (B)(6) has been used as a default.  Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: a complaint lot history check was performed on lot # 0090615 for leakage. This is the 1st related complaint for leakage on lot # 0090615. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0090615. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that at least one syringe 0.5ml 31ga 8mm experienced leakage. The following information was provided by the initial reporter: material no. 328509 batch no. 0090615. Daughter reported, when she's drawing up, insulin is leaking from the barrel or needle, could not be sure. Stated, 3 boxes were affected.